Event description:
The customer reported this right ventricular lead was capped, due to impedance measurements of 250 ohms. No adverse patient effects were reported. The lead was actively implanted for approximately 8 years, 11 months.

Manufacturer narrative:
The lead was capped off inside the patient, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.